Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4); the malfunction was observed during incoming testing, but was not duplicated after extensive testing. The hv module was replaced as precaution and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.